Manufacturer narrative:
Product is not available for evaluation. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a battery was disposed of improperly in a trash bin along with surgical wire and a peroxide solution mixture. A fire erupted and was contained within the bin, and extinguished by using a fire extinguisher. The patient and surgical team were not present in the operating room when fire erupted.